Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insertion tube of the gastrointestinal videoscope had bile staining. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Updated field: h4. If additional information becomes available an emdr supplement will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: h6 (medical device problem code & component code) the device was returned to olympus for inspection, and the reportable malfunction of insertion tube of the gastrointestinal videoscope had bile staining was confirmed. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.